Event description:
It was reported that after pre testing and inserting the endobronchial tube, the cuff deflated. The endobronchial tube was removed and the pt was re intubated. No other info was provided.

Manufacturer narrative:
The lot number is unk. Return of broncho cath endobronchial tube for failure investigation has been requested. No analysis or conclusions can be drawn without the device or the lot number. If the endobronchial tube is returned and failure investigation results provide significant info, a follow-up report will be submitted.